Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found a motor gear train anomaly; "stall due to shaft bearing." Moisture drops were seen on the bottom side of the inner cover, pumphead, and motor compartments. There was corrosion on gear wheel 3. Gear wheel 2 had residue and shaft wear.

Event description:
It was reported that the patient went to the hospital on ¿the (B)(6)¿ as the patient had been very sick, sneezing, coughing, throwing up, and had diarrhea. The symptoms had started the day before the hospital visit. At that time, it was thought perhaps that the patient had an allergic reaction ¿or something.¿ no magnetic resonance imaging (MRI) or computerized tomography (CT) scans had been performed. However, the patient did have four x-rays of the lungs while at the hospital. The patient¿s pump was refilled at his home on (B)(6) 2014 ad the pump showed the motor stall and tube set messages. The refill was performed and the clinician had left the patient¿s home. However, in the evening of (B)(6) the patient notified the clinician that the sneezing, coughing and his side were bothering him. The clinician presented to the patient¿s home on (B)(6) and noted the motor stall and tube set messages. During the refill, the pump was updated numerous times and therefore, no motor stall showed in the logs as the event had dropped off. It was unknown as to when the motor stall had occurred. The patient heard the alarm every 20 minutes which aligned with programming. It was unclear as to when the patient first began to hear to alarm. There was consideration to updating to minimum rate and treating the patient by other means. This device system delivered bupivacaine and morphine. The pump was later explanted and replaced. A motor stall was noted in the interrogation at that time, but the stall was not seen in the logs. The patient recovered without sequela. It was later provided that the company representative noted that the interrogation at the time of explanted noted the stall had recovered but the physician still wanted to proceed with the explant. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n201724, implanted: (B)(6) 2009, product type: accessory. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.